Manufacturer narrative:
UDI not available for this system. A medtronic representative went to the site to test the equipment. Testing revealed that there was a ring artifact showing as well as shifting/rotating images. It was suspected that there was a possible short in the keyboard. The keyboard and mvs computer were replaced. Calibrations were performed. The imaging system then passed the system checkout and was found to be fully functional. The keyboard and mvs computer have been received by the manufacturer. However, they under analysis at the time of filing. Device manufacturing date is unavailable. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when images came over from the system, the images were noted to be spinning or rotating continuously on the mobile viewing station (mvs). There was no patient involved in this event.